Event description:
A pt of unknown age and medical history underwent a lumber disc surgery using bioglue surgical adhesive (not an approved indication in the united states) at approximately the beginning of january (specific date unknown). According to the surgeon, the pt experienced lower extremity numbness post-operatively and a re-operation was performed in order to relieve the nerve compression. The pt's current condition is not known and the event details are currently being handled by risk management at the surgical facility. No further information about the case had been made available to cryolife to date.